Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported balloon rupture was confirmed on the return and was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric, mildly tortuous, heavily calcified, 90% stenosis, de novo lesion in the mid right coronary artery. The 4.0 x 12 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.